Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that an expedium di intermediate tightener experienced breakage of three out of four castle nut extensions while the surgeon was locking a di set screw during revision of a non-depuy device. The three pieces of the broken driver were retrieved from the patient will no delay of surgery or potential adverse effects to the patient. Another driver was used to complete the procedure.

Manufacturer narrative:
Visual inspection of the returned expedium dual innie intermediate castle nut tightener noted that three of the four castle nut tabs were fractured at the distal tip of the instrument. The three broken tabs were not returned for further evaluation. Device was then sent to the lab for fracture analysis. A scanning electron microscopy (sem) analysis was performed. Results show that the surfaces of each of the fractured tabs exhibits plastic deformation indicative of a static shear failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record for the single inner setscrew found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. Review of complaints found no significant trends. The root cause of the castle nut tabs becoming fractured cannot positively be determined. However, the fracture analysis results show that the surfaces of each of the fractured tabs exhibits plastic deformation indicative of a static shear failure. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.

Event description:
It was reported that an expedium di intermediate tightener experienced breakage of three out of four castle nut extensions while the surgeon was locking a di set screw during revision of a non-depuy device. The three pieces of the broken driver were retrieved from the patient will no delay of surgeon or potential adverse effects to the patient. Another driver was used to complete the procedure.